Manufacturer narrative:
(B)(4). Eval, results: endoleak; pre-operative rupture; treatment of a pre-operative rupture. Eval, conclusion: treatment of a pre-operative rupture.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a contained ruptured abdominal aortic aneurysm approx 3 years ago. Aneurysm and vessel morphology from the time of implant are unk. Two aneurx stent grafts, an aneurx cuff (MFR report # 2953200-2011-01392) and an aneurx limb MFR report # 2953200-2011-01393), were implanted for the contained ruptured aneurysm. It was reported that the pt had a cat scan approx 1 month ago that showed that there was a separation between the two aneurx stent grafts, resulting in a junctional type iii endoleak. The physician elected to intervene by implanting an endurant aortic cuff to reline the junctional area, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.